Manufacturer narrative:
The failure investigation has been completed and the alleged alert 4 issue was verified. Functional/duplication testing was performed, and no failure was identified related to the reported high bg issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Customer blood glucose (bg) level was "high"; cause was unknown. Customer gave a manual injection to address the high bg. Reportedly, customer reverted to manual injections for insulin therapy.